Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer did produce an error during bench testing and the error cleared the next power cycle. As a result the hard drive was reconfigured and software was reloaded. (B)(4)

Event description:
It was reported that the programmer has, on occasion, booted up to a black screen. Rebooting the programmer seems to fix the issue. The programmer has been returned for repair. There was no patient involvement.